Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported event. The company service representative reset the cables by the supervisor and the laser connections. A software system upgrade was completed. Preventative maintenance (pm) was performed. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during the boot up of the system the laser was intermittent. The case was initiated and completed using an alternate system. There was no patient involvement.